Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) displayed a service code 203 (pulse test fault). The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed a pulse test. Upon service investigation, it was discovered that one of the high voltage capacitors solder connection was broken. The positive terminal of the high-voltage capacitor c19 was broken free from the solder connection. The cause of the lifted pads on the c19 capacitor cannot be positively determined but is likely severe mechanical shock from physical impact. No adverse event occurred due to the damaged monitor. The last pt to use this monitor did not report any problems.